Event description:
Nurse catheterized patient per preop orders for CABG surgery. No urine returns noted. Pressed on the abdomen, tried to irrigate the foley and sterile water irrigant sprayed back. Foley removed and another inserted with appropriate results. It was noted that the foley had no drain holes, so of course could not drain the bladder.